Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the severely calcified, extremely tortuous distal left circumflex (lcx) artery. After the physician pre-dilated with a 2.5x15mm non bsc balloon, he attempted to place a taxus express2 3.00x12mm drug eluting stent, but was unable to cross the lesion. The physician dilated once more and again attempted to cross with the taxus express2 stent, but was unsuccessful. Upon removal, the physician noticed that the distal stent strut was lifted up. The procedure was completed with a non bsc 2.25x8mm stent. Patient status post procedure is noted as good.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records have been reviewed, and no issues or discrepancies were found. The most probable root cause is operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.